Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon investigation the trunk cable connector was broken and wires were exposed. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector and exposed wires. The patient received a replacement electrode belt.

Event description:
The wife of an (B)(6) old male patient call zoll customer support to report that the patient's device was saying to connect the belt when the belt was already attached to the monitor. The patient was issued a replacement electrode belt.